Event description:
Caller reported blood glucose results of 415 mg/dl and either 10 mg/dl or 15 mg/dl (cannot recall which) on aviva system, 105 mg/dl on advantage system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system, medwatch with identifier (B)(6) is advantage system.